Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Reportedly, customers settings were in units not grams. Reportedly, customer required assistance from their spouse by administering a glucagon shot to address bg level. The customer was instructed to consult with healthcare provider regarding bg level.